Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported that on (B)(6) 2024, the patient came to the vascular access clinic to maintain the PICC catheter at the prescribed time for regular weekly medication maintenance, and during the maintenance, it was found that the patient's PICC catheter was inaccessible, and he was given to do the thrombus detection around the PICC catheter, which did not find any thrombus outside the catheter, and judged that the reason for the catheter not being able to be opened was that the thrombus in the catheter was occluded and formed. After the discovery, the patient was given a three-way thrombolysis after dilution with urokinase as prescribed by the doctor, and one hour later, the catheter was opened without causing any adverse consequences to the patient.